Event description:
Plaintiff reports initial bilateral implantation 1976 with explant 10/28/90. Plaintiff adopts the master petition filed in cause no 92-16550; in re: master silicone breast implant file.